Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 2 mmol/l with cognitive impairment. The patient reportedly was treated by the emergency medical services (ems) via intravenous (IV) injections, IV fluids and glucagon injections. This complaint is being reported because the patient experienced hypoglycemia due to use error as the patient tightened a cap while still attached to the pump and had an inadvertent infusion.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2017; due to continuous use of the pump by the user, the data from the date of the alleged event had been overwritten. A cartridge cap was not returned with the pump for investigation; a test cap was used and fit properly on the pump. The pump correctly displayed the message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately.